Event description:
It was reported that a user connected a new dexcom g7 continuous glucose monitor (cgm) sensor and subsequently stopped seeing glucose readings on the ilet bionic pancreas, the sensor reestablished connection and readings without intervention consistent with intermittent or lost sensor signal communication. No adverse clinical symptoms were reported. Outcomes included temporary interruption of automated dosing until sensor communication was restored and no health impact. User support included troubleshooting and education with guided sensor repair and re-pairing steps. Investigation of this case revealed that re-establishing the sensor connection restored real-time readings on the ilet, indicating a communication pairing issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption resolved through standard troubleshooting.